Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose level was 40 mg/dl at the time of event. Customer treated low blood glucose with food and glucose tablets. Customer's current blood glucose level was 190 mg/dl. The customer alleged the pump was over delivering insulin. Customer stated that the drive support cap was normal and slightly indented. Customer also stated that the insulin was dripping or squirting from the end of the set before connecting at their site. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. The reservoir will not be returned for analysis.